Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the reported complaint "broken cable." Failure analysis found the primary failure of broken grip cable at the proximal end to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the proximal end in the housing. As a result, loose grip cable is observed at the distal end. Additional observation not reported by site was that the instrument was found to have a segment of the conductor wire sticking out at the distal end. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The instrument passed an electrical continuity test. No thermal damage was observed. The instrument was found to have damage of the conductor wires insulation. No wires were exposed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.125 - 0.145" in length and were not aligned with the tube axis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the force bipolar instrument had broken cable after switching between needle holder and forceps during the preparation of the prostate capsule. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a full breakage of the black cable occurred. The cable was torn off at the soldering point. There was no thermal damage observed to the instrument. There was loss of cautery. The reported procedure delay (15-30 minutes) was due to the instrument's exchange, not during a critical step. Patient demographics could not be provided. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs.